Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was not connected when initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the patient had initiated therapy before connecting. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient stated that they pressed ¿go¿ and then connected for therapy. The technical service representative (tsr) advised the patient to connect first and then press ¿go¿. The tsr instructed the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.